Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that at a device replacement procedure, interrogation of this pacemaker revealed the remaining longevity was still 2.5 years remaining. It was noted that the remaining longevity at the previous follow-up was less than six months. The device was not explanted and the patient will have routine follow-ups every three months. Technical services reviewed the available data and confirmed the battery status was good, with a magnet rate of 100 bpm and a remaining longevity of two year, five months. Technical services discussed there are multiple battery status indicators for this family of pacemakers, which can lead to confusion. Changes in the remaining longevity can be caused by changes in programmed outputs, pacing percentages, or fluctuations in current usage. The battery status and magnet rate are always accurate and represent the battery status as analyzed by the implanted device. No adverse patient effects were reported due to this unexpected change in remaining longevity.